Event description:
A zoll pt svc rep (psr) called zoll customer support to report that a (B)(6) male pt's electrode belt had the plastic cracked and wire exposed. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (connector damaged, wires exposed) was confirmed. Upon eval, the trunk cable connector was physically damaged. The cause for the damaged trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.